Manufacturer narrative:
Estimated date. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported incomplete coaptation (postprocedure) was due to challenging anatomy (thin leaflets, suboptimal leaflet quality). The reported mitral valve insufficiency/mitral regurgitation (mr) (recurrent mr) was a result of the reported slda as the mr returned after the slda occurred. The reported unspecified tissue injury was likely related to the challenging anatomy and procedural conditions. Persistent mitral regurgitation and tissue damage are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet and leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult however one clip was implanted, reducing mr to 1. At a later date it was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the posterior leaflet was damaged. The mr increased to 1-2. The physician suggested the leaflet quality contributed to the slda. Treatment is planned a later date. No additional information was provided.